Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to low blood glucose level of 22 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. They were treated with intravenous glucose. They were disconnected from the meter and sensor while at the hospital. They had been experiencing low blood glucose levels on and off since about 4-5 months. The insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.